Manufacturer narrative:
The awareness date for the second follow up was reported in error as september 21, 2015. The actual date of awareness for the manufacturing evaluation was october 12, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record: part 03.221.015, lot p122756. Released 12june2012. Pioneer surgical technology (presently rti surgical) manufactured the cable tensioner with pistol grip. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the tension of cable does not work. The power of tension is different than the older device which they have. The device was tested before surgery; there was no patient involved and no prolongation in surgery. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: tensioning of cable does not work as intended. A device history record review has been conducted and confirmed that the device met specifications prior to shipping. The returned tensioner passed functional inspection with measurements of 40.2, 40.4, and 40.8 kg. The surface cam lever is a little rough and hard to cam at times. The device was unable to lock onto the cable the first attempt. A manufacturing root cause is the galling found in the cam lever between the 17-4 contact surfaces. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.